Manufacturer narrative:
(B)(4): the test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where an error 4 message was observed during control solution testing. The meter have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 2 occurred on the meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. No error message was observed. The meter functioned properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.